Event description:
It was reported that the patient's pacemaker displayed a red alert during interrogation. It was discovered that the device had entered safety mode. The patient was not pacing dependent; however, back-up ventricular pacing was provided by the pacemaker during this condition. Technical services recommended replacing the device and returning it for analysis. The pacemaker remains in service at this time and no adverse patient effects were reported.

Event description:
It was reported that the patient's pacemaker displayed a red alert during interrogation. It was discovered that the device had entered safety mode. The patient was not pacing dependent; however, back-up ventricular pacing was provided by the pacemaker during this condition. Technical services recommended replacing the device and returning it for analysis. The pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient's pacemaker displayed a red alert during interrogation. It was discovered that the device had entered safety mode. The patient was not pacing dependent; however, back-up ventricular pacing was provided by the pacemaker during this condition. Technical services recommended replacing the device and returning it for analysis. The pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.